Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an event where the cannula piece got separated from the main infusion set which led to removal of cannula from the body on (B)(6) 2025. No further information available.